Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle "misfired" and the safety mechanism did not engage during use, causing the insulin to leak out onto the outer safety shield. The needle was used with a "lantus" pen. The following information was provided by the initial reporter: "the lantus pen requires a needle to be placed on it. The needles that the hospital uses requires the nurse to hold the patient's skin then push the pen/needle into the patient skin, the somehow push the pen's button to deliver the insulin into the patient's abdomen. That alone takes 3 hands. The problem is that the needle tends to misfire where the needle does not come out and the safety mechanism does not engage. The insulin ends up in the outer safety shield and not in the patient."